Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided.

Event description:
It was reported that the screw-retained prosthesis was mobile during the check-up due to a fracture of the titanium base at the screw. Proceedure was not completed

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. This supplemental is being reported as retraction. After additional information was received on 08 may, 2025, the event has been determined to be not reportable. As a result, the prior submission for MFR- 0001038806-2026-00853 submitted on feb 19, 2026 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
It was reported that the screw-retained prosthesis was mobile during the check-up due to a fracture of the titanium base at the body. Procedure was not completed.